Event description:
A customer contacted beckman coulter, inc. (Bci) regarding a false negative (-) total bhcg (tbhcg) result that was generated by the synchron lx I 725 clinical system for a single pt sample. A pt sample was tested for tbhcg and a result of <0.5miu/ml" was obtained. The result was reported out of the lab and questioned. On the same day, customer collected a fresh sample from the pt and tbhcg result was 1000miu/ml. The customer then re-tested the 1st sample in duplicate and the repeated results were: 992miu/ml and 998miu/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
The specimen were collected in 13x75 tubes with gel separators. Per customer, the sample appearance was normal. Qc was within specifications before the event. A system check from 2008 passed within specifications. A sample from this pt was tested for tbhcg 2 days before the event and a result of 400miu/ml was obtained. Based on archived data, there were no flags associated with this event. Per customer, they were having problems with the closed tube accessing (cta) system around the time of this event. A field service engineer (fse) was not dispatched to the customer's lab as they declined service. Customer stated they had cta issues on the date of the event and the cta was serviced on 01/25/08, and no add'l service is needed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.